Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the o2 sensor on the unit. Performed extended systems test (est) and calibration to manufacturer specifications. While testing the unit, all the volumes were is range except peep. Exhalation valve characterization was performed to adjust the peep range to specification.

Event description:
The customer reported that the inspired fio2 was out of range on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.